Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was broken and the device had a cracked top case on left corner, both plunger cases, and broken bottom case. A review of the event history log identified that it could not get into alarm history, pump would not power on. Customer stated problem was verified during inspection, contamination on bottom case, when plugged in no led's were lit. The issue was duplicated he tech replaced interconnect and power supply boards and that cleared up the problem. The root cause was customer related. The tech replaced interconnect and power supply boards to resolve the issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had fluid ingression, power supply is not working. No patient injury reported.